Event description:
The manufacturer received information alleging a ventilator service alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue included two proximal inline filters and one inline filter replaced as part of preventive maintenance.